Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown rejuvenate modular femoral stem. Additional information has been requested and if received, will be provided in the supplemental report. Stryker orthopaedics-mahwah.

Event description:
It was reported that the patient is experiencing symptoms. It is noted that the patient has spasms. The following measurements were recorded at 30 months since index procedure: cobalt - 8.2; chromium - 1.5.

Manufacturer narrative:
An event regarding spasm involving a rejuvenate modular device was reported. The event was confirmed. Review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. The complaint databases show there have not been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported spasms is considered to be under the scope of this recall.

Event description:
It was reported that the patient is experiencing symptoms. It is noted that the patient has spasms. The following measurements were recorded at 30 months since index procedure: cobalt - 8.2; chromium - 1.5.